Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report is filed october 2, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to skin issues at the implant site. The patient was reimplanted with a new device during the same surgery.